Event description:
It was reported that the device triggered an alarm indicating the cassette was not attached properly. The cassette was reattached, resolving the alarm. There was no patient involvement or harm.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a damaged downstream occlusion (dso) sensor. The downstream occlusion sensor and seal were replaced. The service history review had no indication that the complaint was related to.